Manufacturer narrative:
No lot number is available.

Event description:
Patient presented superficial infection after hospital discharge, suspected of being after the use of dermanbond prineo and hemostatic surgiflo in the sternum. Customer reference/po/service: hospital beneficência portuguesa did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing?: yes did the patient require revision surgery or hardware removal?: no. If no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions?: antibiotic patient status/ outcome / consequences: yes patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?: infection was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe: antibiotic is the patient part of a clinical study: unknown.

Event description:
Patient presented superficial infection after hospital discharge, suspected of being after the use of dermanbond prineo and hemostatic surgiflo in the sternum. Customer reference/po/service: hospital (B)(6). Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes. Did the patient require revision surgery or hardware removal? No. If no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? Antibiotic. Patient status/ outcome / consequences: yes. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Infection was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe: antibiotic. Is the patient part of a clinical study: unknown. Additional information: how much surgiflo was used? 1 · what was the indication for surgery? CABG - on the sternum · was surgiflo removed or left in the patient after hemostasis? Left in the patient · what is the surgeon's opinion of why the patient experienced the infection? He is not sure about the cause of the infection · please send batch number. · what is the status of the patient? Is photo available of patient infection? Yes, attached description of event, symptoms, manifestation of infection: what was the procedure date? What date /day post op was the infection noted? Was any surgical intervention performed? No. Dear team, please be aware that the photo mentioned in the sales rep response was not provided. We have reached out to the sales rep requesting it and will provide as soon as it is recovered.

Manufacturer narrative:
No lot number is available.